Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the provided log file. The provided log file contained 240 events, spanning approximately 34 days (19dec2018 ¿ 21jan2019 per timestamp). On (B)(6) 2019 from 02:42:04 to 02:42:05, a no external power alarm occurred. The alarm activated when the black and white cable rsoc voltages drop simultaneously from an average of 12v to ~4.5v to ~2.8v, indicating a loss of ac power while the controller was connected to the mpu. The emergency backup battery provided power and supported normal pump speeds at this time. The mobile power unit (serial #: (B)(6) was not returned for analysis. The no external power alarms are consistent with a loss of ac power; however, the root cause of the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 3 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that a no external power alarm was noted during a log file analysis on (B)(6) 2019. Per the account, the cause of the no external power alarm was unknown and that the patient does have a v-lock connector cord. No further information was provided.